Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's uninterruptible power supply was not working which can impact booting. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that it is necessary to coordinate the visit of the ing of the ups. The rse guided the customer to determine if ups requires replacement of any component according to the contract. To resolve the issue, the third-party engineer replaced the inverter fuse, circuit board and 36 batteries in the dynasty 1300 and performed a general cleaning of the electronic module and battery compartment. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply was not working, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.